Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl with an unknown cause. Bg was addressed via a correction bolus and manual injection. Reportedly, customer performed troubleshooting prior to contacting cts and verified that the pump was delivering insulin as intended. Customer alleged that the insulin bottle may have been compromised as neither correction from the pump or manual injection lowered bg to target. Reportedly, the customer successfully lowered bg by performing a manual injection using insulin from a 2nd bottle.